Event description:
It was reported that a patient alert sounded on the device. The patient was seen at a hospital where a device malfunction was found, and the technician programmed the alert off. The patient is now out of the country. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.